Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Eval summary: the device was visually inspected upon receipt and no black smear could be identified. The complaint history for this lot was reviewed and no additional complaints have been received. Without further information, the complaint allegation cannot be confirmed. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the implant had a black smear on it. The surgeon did not notice until he started to implant it in the patient. After noticing it, he handed it to the hospital personnel and implanted another device.